Event description:
The customer reported that the unit shut down and would not power up. They went to use the unit and it would not power up. They specified that there was no harm to the patient, but did not divulge any patient information.

Manufacturer narrative:
Manufacturer's evaluation summary: the micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory patients in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communications networks. The complaint states that the bottom left corner of the micropaq looks as if it is beginning to melt. Welch allyn confirmed the appearance of a melted area in the plastic case. The actual device was evaluated, tested and the investigation determined that l2, a 35mh inductor, overheated from shorted turns of its windings. The overheated inductor started to melt the front chassis plastic. An internal investigation into thermal events at inductor l2 found that l2 would only generate enough heat to melt the case if the unit was within a strong magnetic field. A common source of very strong magnetic fields within a hospital is an MRI (magnetic resonance imaging) machine. The directions for use specify not to attempt to operate or expose the unit to an operating MRI machine.